Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. During device investigation, the foreign material was determined to be seeds stuck in the suction cylinder. The foreign material was likely caused by a leak site (found at biopsy channel) preventing the device from being reprocessed properly. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the colonovideoscope had something stuck in the channel the customer tried to get it out by flushing and running the brush through but it would not come out. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following was found: an unknown object was stuck in the channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Prior to the device being returned, the customer cleaned, disinfected, and sterilized the device. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was presoaked and flushed with a detergent solution. Additionally, there was no discomfort and reprocessing were carried out as usual. The device was returned to olympus for evaluation and the evaluation found the following: the production labels were peeling, there was an instrument channel leak, the plastic distal end cover had dents and scratches, the objective lens and light guide lens had edge chips and peeling glue, the bending section cover glue had cracks on both sides, the insertion tube had minor scratches and was not catching cotton, the light guide tube was scratched, and there was low angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.